Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery issue. The patient¿s blood glucose levels reportedly reached 300 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available total daily doses correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range & delivering accurately. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.